Event description:
During a procedure using this machine, inhaled anesthetic agent was not delivered to a pt. The vaporizer on this anesthesia machine was not seated properly; however, the vaporizer locking mechanism functioned normally and the agent percentage selector functioned normally. There was a 1/4-inch gap between the vaporizer and the manifold. Additionally, because the vaporizer was not in the circuit, the low-pressure test conducted prior to its use passed.